Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent in a pt. The target lesion, located in the lcx # 11, was described as moderately tortuous and moderately calcified and was at bifurcation with lad. It was reported that the relevant device could not cross the lesion and got stuck in a stent previously deployed in the lad. The physician decided to remove the relevant device without deploying the stent. After removing the relevant device from the pt, it was noted that although the proximal half of the stent was still on the balloon, the rest of the stent was deformed/elongated. No abnormalities were noted during the preparation and inspection prior to use. The physician commented that the device most likely became stuck at the previously deployed stent at lad. Also he added that no much resistance was encountered when removing the sds from the pt. The pt is reported to be fine post procedure. Medtronic has received the device and its analysis has been completed. The hypotube was severely bent and wavy most likely as a result of coiling. The hypotube was kinked 28.5cm and 91cm distal to the strain relief. The first six proximal stent segments were positioned on the balloon as per specifications. The remaining segments were deformed and stretched distally over the distal tip. The distal tip was severely flared and damaged, indicating that it may have been stubbed against the previously deployed stent during advancement. Blood residue was evident all along the device. A clear liquid was present in the inflation lumen. No further damage was noted.

Manufacturer narrative:
(B)(4) (stent deformed in vivo during positioning): evaluation results, conclusion: stent previously deployed in the lad. Damage to the stent and failure to deliver the stent.